Event description:
The customer reported that the CT table would not move as expected. A philips field service engineer (fse) confirmed uncommanded motion did occur, but there was no harm to a pt, operator, or bystander associated with this issue. The fse evaluated the CT system and determined that the CT table would only move vertically in small increments of 1cm x 1cm. The fse reviewed the log files and recognized error's_mc_device_couch_vertical_hw_fault". The fse confirmed that a field change order (fco) is being implemented this week to resolve the issue with mechanical failures on the CT table/pt support. This complaint is being reported since the issue occurred prior to the fco implementation.

Manufacturer narrative:
(B)(4). Internal cross reference complaint (B)(4).

Manufacturer narrative:
(B)(4). On 03-feb-2015, the customer at (B)(6) reported that during clinical procedure, the patient support was moving up and down in 1cm increments. The customers stopped the motion using the buttons on the gantry control panel and completed the scan successfully. There was no harm/injury to a patient, operator or bystander due to this issue, and there was no rescan/reinjection required. The operator contacted philips help desk and the fse (field service engineer) was dispatched. The fse arrived on site and evaluated the system. The fse reviewed the log files and found stuck button errors on the left gantry control panel and that the e-stop had not opened. The fse checked the gantry panel and confirmed stuck button on the panel. However, the fse could not confirm which button was stuck on the gantry panel. On (B)(6) 2015, the fse replaced both the front left and right gantry panels to resolve the issue. The repair was documented in an sap service work order. A similar uncommanded patient support motion event occurred on the site on (B)(6) 2015. A subsequent complaint was submitted to address that occurrence. The defective parts were discarded and not provided for engineering evaluation. Log files were not provided for analysis. Since there were no parts returned from the field or log files provided, a root cause of the issue could not be determined by engineering. However, based upon the troubleshooting services and statements of the fse, a probable root cause was determined that the issue occurred due to stuck button on the gantry control panel. Engineering confirmed that stuck button errors are background errors which appear on the log files, but do not stop the system to be used for clinical procedures. CT engineering documented their evaluation and determined that the risk is acceptable for this issue. The following mitigations for this issue include: ¿ two, redundant monitors are controlling the motion. ¿ a collision calculation is done in each combination of vertical, horizontal, or tilt motion. ¿ hw emergency stop button stops all the motions. ¿ buttons test during initialization. ¿ instructions in instruction for use to observe patient during all movements. ¿ when scan starts, the cirs checks for correct direction and that spiral motion does not stuck. ¿ controllers software verifies that commanded motions are executed or a fault condition is assumed. ¿ couch horizontal motion shall shutdown if a linear force greater than 40 pound for regular couch or 70 pound for bariatric and extended couch is encountered while moving. ¿ design ensures that there is motion during a scan procedure and is redundantly measured by examining both horizontal position encoders. ¿ when the couch has the ¿bedrock¿ configuration, couch horizontal linear shutdown force shall be in the range of 70-80 pounds. ¿ design mitigations for prevention of the hazardous situations: - stopping horizontal motion in the presence of resistance force (not applicable for vertical). - table collision envelope. - single fault safe against uncontrolled motion: a) horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. B) double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. ¿ design mitigations enabling human response: - continuous activation for manual motion. - emergency stop controls enable termination of motion in hazardous condition - emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. - speed of motorized non-programmed motion is limited. The fse replaced both the left and right front left and right gantry panels to resolve the issue. Since there were no parts returned from the field or log files provided, a root cause of the issue could not be determined by engineering. However, based upon the troubleshooting services and statements of the fse, a probable root cause was determined that the issue occurred due to stuck button on the gantry control panel.